Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to the patient's tissue. Bleeding occurred when the vessel ruptured. No further info is currently available.